Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-28. It was reported that the patient's weight was (B)(6). At the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient was made known to the rep the evening before the case. The patient was an "add-on" surgery for the surgeon. The rep met the patient and his wife at the hospital, the rep was informed that the patient was getting less pain relief after a catheter revision in (B)(6) 2017. So, the doctor suspected the medicine was not being absorbed properly into the intrathecal space. There was no dye study to confirm this. After speaking with the hcp, the hcp informed the rep that since he just tried to repair the patient's catheter in (B)(6) 2017 and the patient was not getting effective therapy, the hcp wanted to replace the new catheter. Another thought was that the catheter was too low in the intrathecal space and therefore, there was too much surrounding scar tissue from patient's previous back surgeries. Therefore, the hcp wanted to implant this new catheter higher in the intrathecal space that the current two-piece catheter. The rep did not know the patient weight and the catheter was not to be returned to the manufacturer. The hospital does not release explanted product to the rep. The current pump settings were resumed with the new catheter.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.3300 mg/day) and marcaine (2 mg/ml at 0.6600 mg/day) via an implanted pump. The indication for pump use was spinal pain/non-malignant pain. On (B)(6) 2017 it was reported that the patient was still not getting effective pain relief even after a catheter revision in (B)(6) 2017 (see manufacturer¿s report # 3004209178-2017-02365). The hcp decided to revise the catheter. The entire catheter was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.